Event description:
Boston scientific received information that during a routing device check this left ventricular (lv) lead was displaying no capture. A lead revision was performed where the lead was tested and confirmed loss of capture. The lead was explanted successfully. There was no adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned to boston scientific. Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation noted the conductor coils deformed 284 millimeters (mm) from the terminal pin, evidence of melted insulation from electro-cautery and polyurethane insulation puckering noted at 410-422 and 437-445 (mm) from the terminal pin. The lead did not pass the guide wire test due to the presence of blood/body fluid. Pressure test was not performed due to breaks in the insulation from the electro-cautery. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.